Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was clogged during use with an bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: I recently purchased 2 boxes of 13x0.30 disposable needle and several came clogged.

Event description:
It was reported that the needle was clogged during use with an bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: I recently purchased (B)(4) boxes of 13x0.30 disposable needle and several came clogged.

Manufacturer narrative:
H.6. Investigation: 11 samples were received. They all came in the sealed packaging blister. Each of them was connected to a saline solution syringe. They all expelled the solution. Visual inspection was performed using a 30x microscope. No hooks were observed. DHR was performed, there was no documentation for this type of defects during the entire production run of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10